Event description:
It was reported that the patient had lost forty pounds due to "some health problems." The device was touching their rib and sticking out really far that the outline of the pump could be seen in the skin. Therefore, on (B)(6) 2013, this pump was moved from the patient's right side to their left side, for "more room" near their hipbone due to their history (refer to manufacturer report # 3007566237-2013-00605). The patient referred to their right side as "my small side," and did not have lot of feeling on their right side due to surgeries. The patient referred to their left side as their "big, good side." The patient then reported fluid buildup and swelling. On the (B)(6) 2013, the patient was given a binder to reduce the fluid. Since the binder use, the patient felt a slight vibration, a weird feeling, which did not hurt. It was not constant but occurred every two to three minutes. This was felt mostly when the patient was sitting with the pump closer to the hip. This could not be felt by the patient's fingers due to the fluid buildup. In addition, when the patient bent over pain was felt due to the fluid and "warmth could have been not from the pump." There was inquiry if the vibration and warmth could be from the pump. These issues were to be discussed further with the patient's physician. This device system was used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4).